Manufacturer narrative:
This product is not marketed in the us. Device problem code: (B)(4): off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo12.6, -5.00/1.5/074 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. A shorter length lens was implanted due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.